Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician turned the patient's mv sensor on due to reported recurrent syncope. A letter written by the patient's daughter was given to the bsc rep, which was then forwarded to legal. The patient's daughter is alleging that after the pacemaker programming changes were made, the patient felt syncopal after every meal. Although the advocate is alleging syncope, when describing symptoms, it does not appear the patient has actually passed out. Repeatedly the symptoms are described as patient becoming lightheaded and feeling like she will almost pass out. Patient ended up going into the ER. While in the ER, the staff tried to recreate the patient's symptoms by giving her food and monitoring. The patient did experience an "episode" therefore was sent for neuro consult. Patient's diagnosis was uti, chronic atherosclerosis with stiff heart (amyloidosis), and recurrent syncopal episodes following meals. Patient was discharged with prescribed meds, discontinued lasix/potassium, and recommended for an abdominal brace to be worn from 7 am until bedtime. Over the next two weeks, patient had in-home care to help with meals and to apply the brace. Patient became more sedentary. Approximately two weeks later, patient presented to the hospital with difficulty breathing. Patient was diagnosed with pneumonia and admitted to the hospital. Two days later a bsc rep came to program the rate sensor settings back off (likely due to the advisory communication). Patient experienced no symptoms following this programming. The patient's daughter is claiming that her (B)(6)mother endured 22 days of multiple consequences resulting from the pacemaker adjustment. The patient's daughter is claiming that the programming changes were mandatory and that they never gave consent.